Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. During in-office testing, the noise could be recreated with left arm movement. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that there were more inappropriate shocks. The entire system was explanted and replaced with a new one. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. During in-office testing, the noise could be recreated with left arm movement. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that there were more inappropriate shocks. The entire system was explanted and replaced with a new one. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. During in-office testing, the noise could be recreated with left arm movement. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.